Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825r, h3, h6: a manufacturer representative went to the site to test the equipment. In summary, there was intermittent failure on port 6 of the breakout box. The breakout box was replaced. Codes fdm b01, fdr c13, fdc d02 are applicable to this analysis. Multiple fdd/annex a codes were reported. A05 was coded for the breakout box being intermittently non-functional and yellow lights. A0709 was coded for difficulty tracking an instrument. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery procedure. It was reported that the surgeon was having difficulty tracking an instrument. The instrument was moved to another port on the breakout box and the issue was resolved. Troubleshooting was performed. The medtronic representative (rep) arrived on site and could replicate the issue. Port 6 on the breakout box was intermittently non-functional. Sometimes when he plugged in an instrument, the light would illuminate yellow and would not turn to green. While yellow, the instrument could not be tracked. Other times, he plugged an instrument into port 6 and the light stayed green. There was no surgical delay. It was unknown if there was any impact on patient outcome.